Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video connector has a scratch and crack. Based on the results of the investigation and historical data, it is likely electrical component problems that caused the malfunction. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when the deflectable videoscope was connected, there was poor video image quality resulting in static. The event occurred during reprocessing. There were no reports of patient involvement.